Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemic event on 25-feb-2026. Patient took bolus via pump to resolve the issue. No further information available.